Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual examination of the loading unit noted that it was partially fired. Staple pushers were visible at the 2.5cm cut line indicating the point where the handle compression had stopped. Additionally, the anvil clamping mechanism was severely deformed. No functional testing was performed due to the severity of deformation of the anvil clamping mechanism. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the anvil clamping mechanism deformation may occur under the following conditions: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. ¿the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm.

Event description:
According to the reporter, occurred during a thoracoscopy segmentectomy procedure. The staplers were not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. The stapler broke off when attempting to do the stapling but did not fall into the cavity of the patient. In order to resolve the issue and complete the case, the section of the parenchyma was cut and manual sutured. There was no patient harm.